Event description:
Suturing device was attempted to be used during case to repair bladder injury. The covidien endo stitch suture device would not function to its normal capacity in the action of passing the suture back and forth between the two arms. The device would not function to pass suture. A green plastic piece from the suture passer was found on the back table. It was determined, based on looking at a working suture passer, that the green plastic piece came from within the mechanism that transfers the suture between its' tines (ends) from the broken endo stitch suturing device. Manufacturer response for endo stitch suture device 10mm, (brand not provided) (per site reporter): investigation pending.